Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer found syringe was found on top of the cubies removed the syringe, cleaned debris from the medication pockets and staples from row board, successfully tested drawer in application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the half height cubie in drawer 1.1 became jammed. A nurse reported that the issue began while they were removing medication. Genise confirmed that the nurse was able to retrieve the required medication from the drawer before it jammed, so no delay in patient care occurred. The customer attempted a drawer recovery, but the system displayed a requires maintenance message, and the drawer did not open during the recovery process. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.